Event description:
In 2009, the surgeon was doing a revision surgery on pt who was a male. The pt underwent l4-s1 fusion surgery about one month prior. On an unknown date, the pt complained of back pain. No issues were found with the construct on x-ray. On the revision date, a revision surgery was completed due to pain. The surgeon removed some hardware, performed a laminectomy, decompressed the spine, and left the remainder of the construct intact. Additional information received from the sales representative on two separate days later: on the day of revision, the surgeon was doing a revision surgery on l4-s1 due to pain, approximately one month after the initial surgery. Upon viewing the construct surgically, the surgeon reported that the construct seemed to be intact and was unable to find any specific reason for the pt's back pain. In are moving some of the hardware, the surgeon tried to remove a speedlink but the locking screw, would not come out. He removed it by unlocking it from both rods and lifting it out. The malfunction, stripped locking screw has resulted in an adverse event in the past.

Manufacturer narrative:
Requests have been made for the return of the product. Device manufacture date is unk. Evaluation is pending.